Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n499997, implanted: 2014-(B)(6), product type accessory. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the alarm went off in (B)(6), 2015. The patient "felt like the pump went dry." The pump reservoir was empty and it was unknown when that occurred. The patient had not heard the pump alarm at all anymore for 4 weeks now. It was believed that the last refill was early in (B)(6) 2015. The bolus injection was taken away at that time. In (B)(6) 2015 the patient experienced a gradual onset of "extreme bed bound". The hcp gave the patient pills but the patient throws them up. The "only source of getting any movement to not freeze up was soaking in the jacuzzi." The patient did not have magnetic resonance imaging (MRI) and had not missed the current refill. Medication was added to the pump on (B)(6) 2015. The patient had a fentanyl patch. The pump was delivering fentanyl and bupivacaine. The cause of the event, interventions, troubleshooting/diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a patient who was receiving an ¿other¿ drug via an implantable pump for spinal pain. Patient stated he had withdrawal in mid 2015.